Event description:
It was reported that the patient developed an infection. The system was explanted. No other patient's symptoms were reported.

Manufacturer narrative:
Analysis was normal, no anomalies were found.